Event description:
It was reported that the customer was hospitalized with dka. Technician began troubleshooting but the customer said he did not have time right now and would call back. Suggested trying different insertion sites.